Event description:
The guidewire arrived at the level of the popliteal artery, but it was impossible to push it passed the lesion. The guide was retrieved (without passing any balloon or stent over it) and the surgeon noticed that the tip of the guide was stretched. The patient was diabetic with renal insufficiency, on dialysis. The target lesion was a posterior tibial (side unknown). The vessel was described as very stenosed and very calcified. The product was properly inspected and prepped. The guide was introduced into a 5f introducer. The guidewire crossed the lesion without difficulty. The wire was not jackhammered against the lesion and the tip did not prolapse on itself. During removal of the wire it was noticed that the tip was stretched. A .025 wire was used and crossed the lesion without difficulty. The procedure was successfully completed. It was noted that this patient had multiple angioplasties in the past but no stent placement. No consequences on the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.